Event description:
It was reported that the patient had a prominent staph infection. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported that no infection was noted. It was noted that perioperative antibiotics were administered. It was further noted the patient did not have meningitis. It was further noted that no cultures were obtained.